Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose level on (B)(6) 2016 was 567 mg/dl with nausea, abdominal pain, difficulty waking up, extreme thirst, and excess urination. The reporter noted the patient was hospitalized and the pump's settings were not recently changed. During troubleshooting, it was reported that the patient did not set the time appropriately. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/11/2017 with the following findings: daily insulin delivery totals are inconsistent. No data in black box from this time due to continued use. No data outside normal patient use observed in the black box.. Pump passed delivery accuracy test and found to be delivering within required specifications. A timekeeping accuracy test was performed. Pump maintained time accurately during 5-day duration test; however, when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. Time test was started but could not be completed due to internal battery failure. Battery compartment is cracked alongside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.